Event description:
N/a

Manufacturer narrative:
The returned product was received and evaluated. Upon initial inspection, the device was extremely clean and did not have any trace of bodily fluids in the balloon or within any of the catheter shaft lumens. The balloon that was no longer attached to the catheter shaft was open and remarkably clean. The condition of the balloon is not indicative of a balloon that was inside of a 7fr introducer sheath that has an inner diameter of approximately 2.3mm. If the balloon were removed from the sheath, it would be much smaller. To determine if the balloon had a leak the proximal end of the balloon was placed in a touhy borst adapter and the distal end of the catheter clamped off. A 20cc syringe was then connected to the adapter and the balloon pressurized. Upon inflation, a small pinhole leak was noticed in the distal balloon cone. Based on the details this product was used in a covered endovascular reconstruction of the aortic bifurcation (cerab) procedure and deployed in the iliac artery. The claim is that the balloon did not make contact with any other devices. It is not known what the disease state of the vessel was prior to implanting the advanta v12 however, it is possible that the balloon of the advanta v12 was either damaged during the procedure by a calcified lesion or possibly made contact with the endograft leg. For the balloon to become detached from the catheter shaft an excessive amount of force was applied. Because there was a leak in the balloon, it is likely that the balloon was not fully deflated before attempting to pull the balloon back through the introducer sheath. The instructions for use (IFU) in the warnings and cautions section state the following: ¿ do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered. All balloon catheters are 100% pressure tested during the process of manufacturing. If a leak in the system were present, it would be detected at this location in the manufacturing process. The leak test is conducted at 12atm. This is the rated burst pressure as indicated on the product label. Additionally a proximal balloon weld tensile test is conducted during the process of lot qualification testing. This testing requires that the balloon weld not break or separate at a force lower than 15 newtons (n). A review of the device history records shows that the proximal balloon weld minimum tensile force testing out of 20 samples was 21.87n. This is above the 15 n minimum specification requirement. The data review also included the drawn down catheter shaft assembly whereas the catheter shaft drawdown location is tensile tested to ensure the integrity of the drawdown inflection point. This is the location of the proximal balloon bond weld. The data shows that the drawn down extrusions met the requirement of 22.5 n. The actual minimum tensile test value was 38.7 n. The balloon burst testing results were also evaluated. The requirement is that the balloon cannot burst at or below 12atm. The actual minimum burst volume noted out of the 20 samples tested was 21.8 atm and is above the 12atm requirement. Based on the details of the complaint there is no indication that the device was manufactured with a pin hole leak in the balloon and therefore cannot confirm that the device was at fault. It is likely that the balloon was damaged during the procedure and upon withdrawing the device back through the sheath the balloon separated from the catheter shaft as the balloon was likely still filled with fluid.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that during the placement of the stent, during the inflation of the balloon, the surgeon noticed a lack of inflation pressure. When the device was removed, the "balloon" part was broken and no longer continuity with the sheath. The balloon part was found in the introducer.